Manufacturer narrative:
Initial reporter address: (B)(6). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of clearlink system continu-flo solution set disconnected from the port site. This event occurred during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured 07/28/2017 - 07/29/2018. The device was received for evaluation. A visual inspection was performed and it was noted that the tubing was separated from the second (B)(4). The reported condition was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.